Manufacturer narrative:
The reported event was infection and hematoma. Longevity and telemetry analysis found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with a fever, pocket hematoma and infection. The infection was identified by blood culture. The patient was scheduled for a system explant procedure. During the procedure, the right atrial(ra) lead would not unscrew and the right ventricular lead(rv) lead broke. The entire system was explanted. No additional information was reported. Related manufacturer reference number: 2017865-2022-05355 & 2017865-2022-05352.